Manufacturer narrative:
Findings: unit monitored with a 1.0 u/hr basal rate for 3 days. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit was monitored and pump shutting, unexpected constant audio, a21 alarms or pump resetting anomaly noted. Unit passed self-test, a21 error test and displacement test. Unit received with cracked case at reservoir tube window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a21 during normal use. Customer's blood glucose was 51 mg/dl. The customer was advised that the device would be replaced . The customer was advised to monitor pump and the patient ma continue to wear the device until the replacement arrives.